Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Failure code 814:04 was initially reported by the facility. It is unknown when the failure code occurred. Evaluation summary: during product evaluation an air-in-line printed circuit board was confirmed to be out of specification. Inspection of the device found that failure code 814:04 was caused by the air-in-line printed circuit board being out of specification. The air-in-line printed circuit board was recalibrated. The pump was returned to the customer fully operational.